Event description:
New information received notes that externalized conductors were observed near the clavicle. The lead was explanted and replaced. The lead will not be returned for analysis.

Event description:
It was reported that during a follow-up, increased capture threshold was observed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.